Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 10/08/2014 with the following findings: on examination, the keypad was noted to be torn. There were two tears extending from the ok button to the up arrow button. On testing, the keypad buttons were found to be functional. There was no evidence of contacts sticking or needing excessive force to engage. The keypad cover was removed for investigation and revealed contamination on the contacts of the keypad buttons. Investigation confirmed the keypad damage; however the allegation of unresponsive keypad buttons was not duplicated.

Event description:
The reporter contacted animas on (B)(6) 2014 alleging keypad button damage with button unresponsiveness. There was no reported patient impact associated with this complaint. This complaint is being reported because the alleged keypad issue remained unresolved with troubleshooting.